Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Visual analysis of the returned device found the distal portion of the blue/green coating was pulled away from the distal stop, exposing the core wire. There were kinks along the working length of the wire. A functional test was conducted and found that the device could be opened exposing the cone. No issues were noted. Per the directions of use (dfu), "prior to use, ensure that the coil is working properly by advancing the sheath over the coil to the positive stop and then retracting the sheath to open the coil. The sheath of the device should be straight during testing." Based on the condition of the device, it is believed that during the procedure, the user had trouble due to operational factors, such as tortuous patient anatomy that prevented the coil from deploying; removing the device through the difficult anatomy with exerted excessive force could result in the kinking along the working length and the green/blue coating getting pulled from the stop. The dfu states "if resistance is encountered while attempting to withdraw the coil do not exert excessive force." Therefore, the most probable root cause for this complaint is "failure to follow instructions". Which indicates that the problems are traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in a transurethral lithotripsy procedure performed on an unknown date. According to the complainant, during the procedure, the device was unable to open and close on the first attempt. The procedure was completed with another stone cone coil. No patient complications were reported as a result of this event. Investigation results revealed that the coil was peeled/sheared; therefore, this is now an MDR reportable event.